Event description:
While doing a bunionectomy with our small cannulated screw, the physician complained the tip was not sharp and easy to insert as he would like. As a result, he used a 1.8 drill bit to prep the area and inadvertently drilled completely through the foot.